Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the pump found that there were no significant anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter sutureless connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. There was no known issue. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
Device code (B)(4) no longer applies. (B)(4) has been added and applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-jul-26. It was reported that the reason for the pump explant was end of device life. The reason for the catheter explant was clarified; it was reported that during the pump revision/exchange, wear/a fracture was noted on the catheter. The patient's weight at the time of the event was unknown. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
(B)(4) is no longer applicable. (B)(4) is only applicable for the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified that the drug being delivered was 2,000 mcg/ml baclofen at unknown dosage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.